Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device might had invasion when reprocessed in the scope washer water. The issue was found during set up of device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fiber breakage, bent and scratches on outer tube, scratches on frame, received scope without lg adapter, flickering image and dirt in objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since when you plug it into the cv - a couple of screws fell out of it, when reprocessed in the scope washer water might have invaded it due to missing light guide connector. And for the newly identified malfunction mentioned above, based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.